Event description:
During follow-up, a loss of capture was observed on the right ventricular (rv) lead in a non-pacemaker dependent patient. The event was resolved by reprogramming the device. The patient was in stable condition.